Manufacturer narrative:
Combination product: yes. The affected device was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material and the clinical information (cathlab report, device deficiency log, adverse event, target lesion details) were reviewed. The angiographic material shows the implantation of the affected orsiro mission 3.5/9 in the proximal lcx during which a previously dislodged scaffold is crushed against the vessel wall. After the implantation, a perforation is visible. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Event description:
In a complex case, the orsiro mission drug-eluting stent system was selected to perform bail-out stenting in distal lcx/proximal lcx. A first orsiro mission was implanted and post-delated with nc balloon. Subsequently, an additional orsiro mission 3.5/9 stent (complaint device) was implanted proximally. Afterwards, a perforation was detected.

Manufacturer narrative:
Combination product: yes.

Event description:
In a complex case, the orsiro mission drug-eluting stent system was selected to perform bail-out stenting in distal lcx/proximal lcx. A first orsiro mission was implanted and post-delated with nc balloon. Subsequently, an additional orsiro mission 3.5/9 stent (complaint device) was implanted proximally. Afterwards, a perforation was detected.